Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-19424. It was reported that patient's one of the lead was fractured. As a result, the patient underwent surgical intervention wherein the entire system was explanted. It is unknown which lead was fractured, so all leads are reported.